Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a nephroureteral stent procedure, the suture line was broken. As the 10/24 percuflex nephroureteral stent was opened and prepped for use, the physician noted that the suture line near the pigtail was broken. The device was not used in the patient. The procedure was completed with another 10/24 percuflex nephroureteral stent. No patient complications were reported and patients' condition is fine.

Event description:
It was reported that prior to a nephrourethral stent procedure, the suture line was broken. As the 10/24 percuflex nephroureteral stent was opened and prepped for use, the physician noted that the suture line near the pigtail was broken. The device was not used in the patient. The procedure was completed with another 10/24 percuflex nephroureteral stent. No patient complications were reported and patients' condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual inspection was performed, the returned catheter has the suture holes torn. The suture does not present any anomalies or damages the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).